Manufacturer narrative:
Intuvie received a report indicating that the infusion pump failed the ground resistance test, measuring 0.872ohm. The acceptance criterion for this test is < 0.1 ohm. The failure mode was confirmed. A review of the device¿s serial number history did not identify any similar complaints. The probable cause was determined to be a component failure, and the power supply assembly module was replaced which successfully resolved the issue. The ground resistance test subsequently passed at 0.023ohm. CAPA 34 was initiated to investigate the root cause of ground test failure. Reference to complaint # (B)(4).

Event description:
Intuvie received a report indicating that the infusion pump failed the ground resistance test, measuring 0.872ohm. The acceptance criterion for this test is < 0.1 ohm. The failure mode was confirmed. A review of the device¿s serial number history did not identify any similar complaints. The probable cause was determined to be a component failure, and the power supply assembly module was replaced which successfully resolved the issue. The ground resistance test subsequently passed at 0.023ohm. No patient involvement was reported.